Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed encor biopsy probe was returned for evaluation. The outer package of the product appeared to be damaged and broken. During visual evaluation, a crack was noted on the outer hard plastic packaging of the probe. And the seal between the product label and product packaging remains intact. Therefore, the investigation is confirmed for the reported tear, rip or hole in device packaging (breach of sterile barrier) as the damage and crack was noted on the outer hard plastic packaging of the probe. A definitive root cause for the alleged tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an ultrasound guided breast biopsy procedure through fibroadenoma tissue, the outer package of the product was allegedly damaged. The procedure was completed by mini-invasive surgical operation. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through fibroadenoma tissue, the outer package was allegedly damaged. The procedure was completed by mini-invasive surgical operation. There was no reported patient injury.